Event description:
It was reported that as the physician tried to reposition the coil into the middle cerebral artery (mca) aneurysm, the coil broke. An unsuccessful attempt to remove the coil with a retrieval device was performed. The broken portion of the coil was partially lodged into the ostium of the right mca artery resulting in complete occlusion of the vessel. The physician administered intra-arterial xylocaine, aggrastat and nimodipine (doses unknown) resulting in revascularization of the mca sylvian terminal branch. The physician continued the procedure by successfully occluding the aneurysm with three additional coils and the patient was reported to be in stable condition. Post the procedure, it was reported that the patient was suffering from left motor deficit due to hemiparesis.

Event description:
It was reported that as the physician tried to reposition the coil into the middle cerebral artery (mca) aneurysm, the coil broke. An unsuccessful attempt to remove the coil with a retrieval device was performed. The broken portion of the coil was partially lodged into the ostium of the right mca artery resulting in complete occlusion of the vessel. The physician administered intra-arterial xylocaine, aggrastat and nimodipine (doses unknown) resulting in revascularization of the mca sylvian terminal branch. The physician continued the procedure by successfully occluding the aneurysm with three additional coils and the patient was reported to be in stable condition. Post the procedure, it was reported that the patient was suffering from left motor deficit due to hemiparesis.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The unit returned for analysis was a non-boston scientific product. Information obtained indicated that the subject device was disposed inadvertently; therefore no physical analysis could be performed. The event description indicated that the coil broke during repositioning. The dfu caution: if gdc detachable coil repositioning is necessary, take special care to retract coil under fluoroscopy in a one-to one motion with the delivery wire. If the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Based on this information, it is probable that procedural or anatomical factors encountered during the procedure, limited the performance of the device. Therefore, a root cause of operation context has been assigned to this event.